Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Information for the multiple patients: patient information: sample identifier: (B)(6), sex: male, no further information available; sample identifier: (B)(6), sex: female, no further information available.

Event description:
The customer reported falsely elevated architect stat troponin-I results for two patients. Sample ID (B)(6) from a male patient with flu like symptoms generated an initial result of 1.757 ng/ml and retest 0.041 ng/ml sample ID (B)(6) from a female patient with shortness of breath and chest pain generated an initial result of 1.062 ng/ml and retest 0.000 ng/ml. No adverse impact to patient managements was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, instrument log review, field performance review and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 56302un17. Device history records were reviewed for the likely cause lot, which did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently address the customer issue. Review of the customer's instrument logs did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred with the falsely elevated result. Using worldwide field data the historical performance of reagent lot 56302un17 was evaluated and compared to the performance of all architect stat troponin-I reagent lots in the field. The patient medians were analyzed and found no significant difference in performance compared to historical performance. Therefore, no unusual reagent lot performance was identified for lot 56302un17. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.